Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for a leak, which has the potential to cause or contribute to patient injury. It was reported that the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc) and it was noted that there were air bubbles in the cds flush lines. The cds was pulled back quickly and aggressively and the clip caught on the clip introducer (ci). The tip of the ci was damaged and the cds was not used. There was no leak noted and it was thought that when the cds and flush bags were moved from the prep table to the procedure table, one of the flush bags tipped in a horizontal position, allowing air to enter the flush line. No air entered the patient anatomy. As a precaution, the sgc was aspirated and no air was noted. The procedure continued with implantation of three mitraclips and the degenerative mitral regurgitation was reduced from grade 4+ to grade 1+. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported air bubble in the clip delivery system (cds) flush line appears to be related to procedural conditions. The reported difficulty removing the device due to the clip becoming caught on the clip introducer and subsequent damage caused to the clip introducer appears to be related to user technique/procedural conditions due to removing the device too quickly. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.